Event description:
It was reported that a user completed a new ilet setup with insets and a dexcom sensor without setup issues, then experienced low continuous glucose monitor readings, including a nadir of 58 mg/dl, during early use; the user self-treated with oral glucose candy and was advised to repeat treatment if readings remained below 70 mg/dl after 15 minutes. Symptoms included hypoglycemia without reported signs. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education on low glucose management. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.